Event description:
Customer reported a broken door on the printer and a worn brake pad. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the printer and the cross arm brake assembly. System operates as intended.